Event description:
Customer reported a excessive no delivery alarms during manual prime. His blood glucose last night was 257 mg/dl. The connection was verified. Insulin exited when manual pushed. A new infusion set was tried with the old reservoir, and insulin did not exit the tubing when manually pushed. Customer stated he had gone through all his infusion sets and by then the reservoir was only half full. He stated he will try to connect to the insulin pump again and call back if needed. He is sending back reservoirs for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The type of reportable event provided in the initial medwatch report was incorrect. In addition, the customer high blood glucose wasn't provided in the initial report. This information also has been included in this report.

Event description:
The customer also had reported he had experienced high blood glucose in the 500 mg/dl range a couple days prior.